Event description:
Patient had clavicle orif for chronic longstanding non union of clavicle within 6 weeks plate was noted to have bent and broke completely at 10 weeks. FDA safety report ID # (B)(4).